Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in the hospital on IV drip due to high blood glucose levels. It was reported that the insulin pump was not working after inserting a new battery and the insulin pump received unexpected restart alarm. It was reported that the customer had 10 mmol/l at the time of incident. The customer was advised to clear the alarm and to change the time, date and the settings on the insulin pump. The customer stated that the insulin pump screen was blank and the insulin pump did not turn on even with a new battery. Product is not expected to return.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sesistor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No unexpected blank display, external ram crc error or unexpected restart error alarms were noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.